Event description:
It was reported that the patient presented at office consultation because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and a tear was found in a cylinder. All components were removed and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir, pump and cylinder were visually and microscopically examined, and leak tested, and the cylinders were also functionally tested. No anomalies were found with the pump and reservoir. A bulge was present in one of the cylinders due to wear at the inner and fabric tube and the other cylinder had the outer tube by the proximal body worn down. Based on the information available and analysis results, the bulging and wear identified in the cylinders could have caused or contributed to the reported clinical observation of mechanical non conformance, but the hole/perforated could not be confirmed.

Event description:
It was reported that the patient presented at office consultation because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and a tear was found in a cylinder. All components were removed and replaced with a new ipp. There were no patient complications reported.